Event description:
An international customer reported an event of "smoke" (haze) emitting from the sterrad 100nx sterilizer. There was no report of any injuries or human reactions. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Method: materials and chemistry evaluation. Results: degradation problem. Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). The DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The sra risk is considered "low" for exposure to toxic or corrosive materials. The likely cause of the issue is due to the loose oil mist filter. The field service engineer tightened the filter and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.